Event description:
It was reported by the patient advocate that the patient with this implantable pacemaker developed a hematoma on the day of the device implant procedure. After the procedure, the hematoma significantly enlarged and was associated with extensive bleeding. Three weeks later, the hematoma remains quite large and was attempted to be managed with compression. This device remains in service. No adverse patient effects were reported.